Event description:
It was reported that this brady lead was surgically abandoned due to other or non product experience. This brady lead was replaced. No additional adverse patient effects were reported.